Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed, as the device was not returned. A review of the complaint and device history records could not be performed, as a valid lot number was not provided and could not be obtained. Due to lack of information and device not returned, an exact cause could not be determined. Potential causes include: blocker cross-threading, excess torque/ force applied, user did not use counter torque tube, during final tightening.

Event description:
It was reported, that a xia 3 titanium blocker fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a xia 3 titanium blocker fractured intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.